Manufacturer narrative:
The reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection revealed the device was returned with the t1 anchor detached from the needle. The t2 anchor was attached as intended. No physical damage to the device visible. A functional evaluation revealed the t2 anchor could be deployed as intended. It was determined the device did not contribute to the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4). Foreign zip code (B)(6).

Event description:
It was reported that during an arthroscopy, instruments inside patient, the t2 of the fast-fix did not trigger, the anchor was stuck in the channel. The t1 implant was successfully removed from the patient. The procedure was completed with a s+n back up device. There was a non-significant delay and no further complications were reported.